Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca pump does not recognize prefilled ims morphine syringe (ndc 76329-1912-01). There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of pca pump does not recognize prefilled ims morphine syringe could not be physically confirmed through device inspection or testing, as the devices were not returned for investigation. The logs couldn¿t be downloaded as the device was not returned for investigation. The bd alaris¿ system v12.3 compatible disposables (v12.3) states the following: use only standard luer lock syringes and infusion sets with integrated anti-siphon valves, designed for use on syringe type pca module pumps. Use of incompatible syringes can impact pump operation resulting in inaccurate delivery of fluid, delayed generation of occlusion alarms and other potential problems. Medications delivered on the pca module must be prepared in a compatible syringe. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported 'pca pump does not recognize prefilled ims morphine syringe (ndc 76329-1912-0)¿ issue is being attributed to the use of a prefilled morphine syringe that is not listed as a compatible consumable for the alaris¿ pca module per the bd alaris¿ system v12.3 compatible disposables documentation. The syringe used is not designed to be recognized by the pca module, resulting in the observed condition. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca pump does not recognize prefilled ims morphine syringe (ndc 76329-1912-01). There was patient involvement but no harm.